Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: (B)(4), selected flows: device interaction/functional, damaged: visual . Visual inspection: the received pfna blade was received in locked state. The device is in a used condition, there are clearly visible stress marks from insertion at the blade and the citrus shaped sleeve. The hexagon recess of the locking mechanism has clearly visible wear marks on top, in addition are there hexagon shaped impression marks on top of the flats from the hexagon. Functional testing: a function test with an at the cq department available impactor was performed and the complained malfunction could not be confirmed. It was possible to attach, lock, unlock and remove the blade without any issues. The blade is functional as required. Investigation conclusion: the complaint is rated as unconfirmed regarding the function of the received blade. The performed function test has shown that the device is functional as required. Nevertheless the damage on the top of the locking mechanism hexagon indicates that there was an issue during the procedure, therefore the complaint is rated as confirmed. The anodized layer is worn away at all damages which indicates that they were caused post-manufacturing. The hexagon shaped impression marks on top of the hexagon recess are an indication that the hexagon of the impactor was applied offset and the wear marks indicate that the impactor did turn free on top of the locking mechanism. Based on these findings we have to assume that the impactor was not correctly attached, respectively that the locking mechanism was fully inserted before the thread of the impactor did grasp. Finally the thread of the impactor was inserted in the blade, but the hexagon was not inserted in the locking mechanism as this was already to deep in the blade. Thus the impactor turn free on the locking mechanism and caused the described damages. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. The root cause was identified during the performed cq evaluation and therefore the in the investigation flows listed remaining investigation steps are not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 04.027.052s, lot: 5l43315, manufacturing site: bettlach, release to warehouse date: jul 23, 2019, expiry date: jul.01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation surgery for the femoral trochanteric fracture with pfna . During the blade insertion, the blade could not be locked when the impactor turned clockwise, and the impactor detached from the blade. The blade was removed, and another blade was used to complete the surgery. The surgery was delayed by less than 30 minutes. The patient outcome was stable. Concomitant devices reported: unknown pfna-ii nail (part # unknown, lot # unknown, quantity 1) unknown impactor (part # unknown, lot # unknown, quantity 1) unknown guide wire (part # unknown, lot # unknown, quantity 1) unknown protection sleeve (part # unknown, lot # unknown, quantity 1) unknown aiming arm (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for (B)(4).